Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 448 mg/dl and insulin injections were used to address the bg level. Tandem technical support had the customer perform a system check and the occlusion appeared to be related to the infusion set tubing; however, the customer had been using apidra insulin which is not labeled for use with the pump. The contact indicated that the supplies on the pump would be changed and that the type of insulin used would be discussed with a healthcare provider.